Event description:
It was reported an over infusion of potassium chloride (kcl). Per report the kcl infused at 70ml/hr instead of ordered rate of 50 ml/hr. The kcl was programmed to infuse at 50ml/hr and during the infusion there was an alleged unexpected rate changed to 70ml/hr. There was patient involvement but no harm. Additional information received: the potassium chloride was programmed using guardrails drug library. The actual amount that infused was 20 meq/50 ml, 50 ml over 43 min. Additional infusions running at the time of the event include: dobutamine 4000 mcg/ml, 3 mcg/kg/min, 2.7 ml/hr milrinone 200 mcg/ml, 0.375 mcg/kg/min, 6.8 ml/hr norepinephrine, 5 mcg/min, 18.8 ml/hr the event did not occur during shift change.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion was confirmed through a review of the logs and was determined to be due to a user error. The infusion was reported to be ordered at a rate of 50 ml/h, and it was observed on the log review that previous infusions were ordered and successfully programmed via interoperability into the pump module with the intended rate of 50 ml/h; however, in the last infusion programmed it was observed that the user changed the rate to 70 ml/h manually. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. On 26 november 2025 at 4:52 am pump module was selected, the user programmed a ¿guardrails IV fluids,¿ of ..ivf maintenance (drugid=1) with a rate of 10 ml/h and a vtbi of 500 ml, and the infusion started. Between 8:22 am and 8:24 am the pump module received a remote IV command, apr data began, a secondary infusion was programmed via interoperability with a drug amount 20 meq, a diluent volume of 50 ml, a rate of 50 ml/h, a vtbi of 50 ml, the unit was selected, the user changed the rate to 70 ml/h, and the infusion started. At 9:06 am pump module completed the secondary infusion and switched over to the primary infusion with a rate of 10 ml/h and a vtbi 484.948 ml. At 5:35 pm pump module was channeled off. The total volume infused (tvi) was calculated to be 249.907 ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the input information it receives either manually or remotely with respect to volume to be delivered and fluid selected. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v12.3.2), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, gloves) is enclosed or caught in the pump module door. There was patient involvement but no harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of an over fusion of potassium chloride is being attributed due to user error. The infusion rate was reported to be 50 ml/h; however, the log review confirmed that the user changed the rate to 70 ml/h manually and was allowed to infuse for forty-two (42) minutes. The returned device was evaluated to the extent of the tests, and no issues or anomalies were observed during the log review and laboratory testing. Note that this report lists imdrf annex a1801, c0601, d15, d0302, g04037, g02017 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.